Event description:
While the physician attempted to insert the product (agility 14 soft) into the non-cordis microcatheter, the product became disintegrated. The physician indicated that the agility guidewire was very snug when used with excelsior sl-10 which is the main microcatheter used in the cases. The physician indicated that this event occurred twice with tip deformity and disintegration. The physician also makes mention of "tighter fit" when using agility with sl-10 that he has not experienced in the past. Account did not retain the box for the wire so the lot number is not available. Additionally, from looking at the device, it appears that the coating has come off of the distal tip. However, the guidewire is not unraveled or stretched. The (IFU) instruction for use guideline were followed for prepping the device. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.